Event description:
(B)(4). It was reported that the end cap on the equipment boom allegedly fell off. There was no pt involvement and no adverse consequence reported.

Manufacturer narrative:
The actual device was evaluated and repaired by a stryker field service representative on (B)(6) 2012. The field service representative replaced the end cap and returned the equipment boom to service. Evaluation summary: it was reported that the end cap allegedly fell off of the equipment boom. The field service representative replaced the end cap and returned the equipment boom to service. It was not fully determined how the end cap came to be broken allegedly fall off of the equipment boom. The investigation is ongoing into the possible root cause. There was no pt involvement and no adverse consequence reported.